Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the ventilator at the manufacturer's service center, an issue related to the device's oxygen blending pca was observed. The device's oxygen blending pca was replaced to address the issue.